Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Results: thread pieces have been analyzed. The spectrum of these thread pieces is in conformance with the spectrum of polydioxanone, absorbable suture material. (B)(4) distributes polydioxanone as pds ii. It is not possible to determine if the examined suture pieces were manufactured by ethicon / (B)(4) or by a competing company. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic uterine myoma resection on an unknown date and suture was used. The patient experienced abdominal pain and underwent another procedure. There were some suture pieces that were not absorbed which were sticking in the wound cavity. The pieces were retrieved and removed. Additional information has been requested.